Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the vascular treatment procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform exposure. The review of system log files showed high power on stopped tube. Upon troubleshooting, the fse identified an oil leakage from cooling unit. To resolve the issue, the fse replaced the cooling unit, and oil can with oil 2.5l was consumed. The defective part was returned for further analysis. The supplier's part analysis conclusively determined the root cause to be a leak at de-aerating hose crimp. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure.the device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.